Event description:
Status post bilateral subglandular inframammary gels for augmentation. Complaints of left being larger since surgery and recent increased lumpiness in left breast. Denies other changes or history of trauma. In addition pt has some systemic symptoms since early '90, which are progressively disabling. These include arthralgias/paresthesias/myalgias (positive am stiffness), dysesthesias, fatigue, sleep disturbance, adenopathy, low grade fevers, sinus/yeast infections, hot flashes/chills/sweats, headaches, vertigo, memory loss, sicca, oral sores, rashes, sensitivity to sun/chemicals, shortness of breath/chest pain/costochondritis, and pelvic pain. Pt is otherwise healthy.